Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2025-mar-17. The patient stated that they were feeling miserable and dizzy since they were implanted, along with an uncomfortable stimulation sensation. The patient stated they had been in the hospital and they sent them home and all they wanted was the device out of them. The patient said they had a whole body MRI of their neck, head, and back and they said everything was fine but patient considers their body was rejecting the device. The patient mentioned they were at the emergency room at least 3 days but nothing changed. The patient was advised to turn the therapy off to stop having the stimulation sensation, but they still having the vibration down the leg and now it was going to the upper back section close to the neck even if the therapy was off. The patient mentioned yesterday they had to crawl to the bathroom because that's how dizzy they were. The patient was already aware on how to use the handheld devices, agent informed patient on decreasing the stimulation sensation but they declined as they already made an adjustment last night. Agent also reviewed program option but patient stated program 2 gives them migraine. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they experienced dizziness and migraine, they thought it was because of the stimulation. It was unknown if the issue was resolved. Additional information was received from the patient. The patient stated that they were feeling tingling all the way up in their neck and it was not comfortable and they could not even function. Patient stated that this had been going on since the implant surgery. Patient also stated they were having allergic reaction or something to the battery or the battery was up to high and they couldn't focus or anything and they get fizzy spells. Agent walked patient through connecting to their implant and patient confirmed the therapy was turned off on saturday. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.